Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the patient's right ventricular (rv) lead exhibited noise. No intervention was performed. The patient will be continued to be monitored and was in a stable condition.